Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken electrical contact at the distal end. The broken piece approximately 0.82mm x 1.86mm in size was not returned with the instrument. The instrument failed the electrical continuity test. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.33mm x 2.95mm in size. The continuity test from the pins on the proximal end to the contacts at the distal end failed. This failure was investigated further and the instrument's housing was removed for inspection. There was no obvious visual damage observed and the cables appeared to be properly connected to the instrument energy identification board. The monopolar cable was pulled gently at the proximal end where it enters the main tube, and the cable was able to be removed with minimal resistance, and it appeared the cable had broken or disconnected from the contacts. The end of the cable was inspected, and it appears the percussive weld between the cable end and the contact base had failed. There were no loose wires observed. The contacts were inspected and the broken tube adapter and contacts were confirmed. The one of the remaining contacts appears to exhibit twisting, and it seems probable that whatever event that broke the instrument tube adapter and the visible contacts also caused the weld on the contacts to be broken. The complaint regarding the tips not meeting together was confirmed by failure analysis.

Event description:
It was reported that during central processing, the tips were not meeting together. There was no reported patient involvement.

Manufacturer narrative:
Incorrect failure analysis results were provided in the initial MDR. Please see below for the correct findings related to this instrument. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of severely bent grip tips to be related to the customer reported complaint. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 3.684mm offset at the tips. The grips were not found to have cracking damage. Further inspection found a broken yaw pulley that potentially contributed to the bent grip. A broken piece was missing as a result of the breakage. The size of the missing piece was approximately 0.52mm x 0.6mm.

Event description:
Refer to h11 for follow-up information.